Event description:
It was reported by healthcare professional that when preparing puncture in this patient on december 1, this customer opened the micro-introducer and found signs of crack. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a crack on a microintroducer is confirmed and was determined to be related to manufacturing. One 4.5 fr x 5 cm microintroducer was returned for evaluation. An initial visual observation showed some blood use residues and a visible split at the distal end of the gray sheath. A microscopic observation revealed a split at the distal end of the gray sheath that appeared wide at the distal end of the split and narrows as the split continues in the proximal direction. The length of the split is about 0.075 in and the direction of the split is longitudinal with a smooth fracture surface. No other damage was observable during inspections of the returned device. The complaint of a split on a microintroducer is confirmed and related to a manufacturing related issue. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx4607 showed eighteen other similar product complaint(s) from this lot number.

Event description:
It was reported by healthcare professional that when preparing puncture in this patient on december 1, this customer opened the micro-introducer and found signs of crack. No other information was provided.